Event description:
Event description guidant received information that, 43.5 months post-implant, this implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator (eri) and was thus explanted.